Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was difficult or impossible to open. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no defects. The investigation found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was recognized when plugged into the generator. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.